Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a b30 scope communication error displayed on the screen and the picture was lost during a diagnostic egd (esophagogastroduodenoscopy) procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.